Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and failure to properly sense. Technical services (ts) was consulted and noted capture and myopotential noise. The lead remains in service. No information is available at the moment.